Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02400 and 1627487-2013-02401. The pt rec'd two leads from the same lot as part of her scs system. It was reported the pt's leads had migrated and effective stimulation coverage could not be recaptured with programming. The physician decided to explant and replace the pt's leads with different model leads on (B)(6) 2013. During the procedure, the physician added two extensions. Intraoperative testing of the system exhibited invalid impedance readings. The physician removed and replaced the extensions and was able to complete the case. Allegedly, the surgery was extended by 1 hr due to the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.